Event description:
Reporter indicated a vns therapy patient has had 2 seizures where he has fallen down. He has not hurt himself where he has had to go to the ER. The patient's vns was activated in 2008. The patient's pre-vns baseline is unknown. Good faith attempts to obtain additional info have been unsuccessful to date.